Event description:
Customer using accu-chek compact system. Customer states every night prior to bed, he gets results in the low 50 mg/dl-60 mg/dl range. Customer reports that he is not having symptoms because he'll eat a snack immediately after getting low blood glucose results. Customer states 10-15 minutes later on the same meter , he got higher blood glucose results of 109 mg/dl-160 mg/dl range. Location of testing not provided. No control information provided. No death or serious injury reported. A request was made for return of the suspect product and a replacement was sent. Accu-chek compact system: meter, accu-chek compact test strips lot #20648842, exp date 05/2007.

Manufacturer narrative:
The suspect product is compact test drum.